Event description:
It was reported that the insulin pump alarmed button error when the customer was at a dance event. Customer stated that she wears the insulin pump in her bra. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted during testing. However, the act button did not respond due to corroded keypad trace. No moisture damage noted on electronics. The insulin pump received with minor scratched display window, cracked battery tube threads and broken reservoir tube lip.